Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The device is not available to be returned.

Event description:
A company representative reported that a patient had surgery approximately 4 years ago in which stryker universal upper midface 1.2 plates and screws were used. Due to headache occurrences, the patient underwent a revision surgery to remove the implants. There is no indication that the devices had a malfunction.

Manufacturer narrative:
The products were not returned for investigation. Therefore metallurgical examinations can not be performed and it is not possible to determine the root cause. According to the further provided information the screw might have jammed a nerve that caused the pain. Since the patient did not complain about pain after the removal of the screw, most likely the position of the screw caused the pain. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
A company representative reported that a patient had surgery approximately 4 years ago in which stryker universal upper midface 1.2 plates and screws were used. Due to headache occurrences, the patient underwent a revision surgery to remove the implants. There is no indication that the devices had a malfunction.